Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR. Returned product consisted of an emerge balloon catheter. The balloon was loosely folded with blood in the lumen. Microscopic inspection revealed a pinhole in the balloon material, on the proximal edge of the proximal markerband. Inspection of the remainder of the device revealed no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the midly tortuous proximal left anterior descending (lad) artery .a 2.00mm x 12mm emerge balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occured. The 99% stenosed target lesion was located in the mildly tortuous proximal left anterior descending (lad) artery .a 2.00mm x 12mm emerge¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.